Event description:
On (B)(6) 2010, I had a left inguinal hernia surgery which the surgeon described in the post operative notes as large and incarcerated. In this procedure, the repair was made using a mesh plug and a mesh overlay, lichtenstein with extra degree of difficulty. From intraoperative records, the mesh was listed as prolite mesh ref #1000303-00' lot # 10554008 3" x 3" and prolite mesh reference # 1000306-00 lot # 10631327 3" x 6". Initially I experienced some recovery but by (B)(6) of the same year, I was experiencing increasing chronic pain both at the location of the plug but also in the left hip region surrounding the scar tissue. I have, since that time, been in chronic pain continuously and have lost the ability to lift my left leg or rotate my left leg in either direction left or right without acute distress and pain. I am currently seeking further medical intervention but accurate diagnosis has been hindered by the multiple factors involved. So far ultrasound has found no defect, x-ray has found no abnormalities and a cat scan was just performed yesterday and results have not been discussed with me. My primary care physician is intending to use the CT with contrast to visualize the surgical area with markers at the anatomical site of maximal pain to see if this correlates with any post surgical pathology like adhesions. By looking on the FDA recall list I noted that atrium medical corporation is a davol company with davol having mesh recalled previously. I am currently severely incapacitated by this condition which began immediately following this surgery.